Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump would quit running and need to be restarted. They stated that the pump did not alarm. Mmd did follow up with the initial reporter, and they stated that the complaint did not have any adverse effects on the patient. No additional information was provided. (B)(4).